Event description:
The customer contacted physio-control to report that their device displayed a service wrench symbol. The customer reinserted the battery, thereafter the low battery symbol was also illuminated and the device would no longer power on. The customer installed a new battery, but that did not resolve the issue. There was no patient use associated with this event.

Manufacturer narrative:
(B)(4). Physio-control provided the customer with troubleshooting assistance. It was later confirmed that the customer has removed the device from service and will be purchasing a replacement device. The device has not been evaluated by physio-control. The cause of the reported failure could not be determined.